Event description:
A customer contacted beckman coulter inc., (bec) and stated the probe was dripping while they were running their coulter act diff analyzer. The spill was not contained. The customer could not estimate the spill volume. The customer was wearing personal protective equipment (ppe) consisting of gloves. There was no exposure to open wounds or mucous membranes. No medical attention was sought. The facility has a risk management plan. No erroneous results were generated.

Manufacturer narrative:
Per labeling, beckman coulter, inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. A beckman coulter field service engineer (fse) was dispatched to the customer site on (B)(4) 2012. The fse inspected the instrument and found that tubing was disconnected at pinch valve lv8. The fse reattached the tubing to resolve the probe drip issue. The fse ran samples to confirm there are no more leaks. The fse could not validate the system using the current controls as they were diluted by the probe drip and he ordered new controls for the customer. The cause of the leak was disconnected tubing at pinch valve vl8. (B)(4).